Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Block h11: the mini-gemini device was not returned for analysis. However, the customer provided a picture of the device. During media inspection, the image showed one mini-gemini with the black heat shrink buckled and the sheath kinked. Based on the available evidence, these conditions could be related to handling or manipulation of the device during preparation or use. It is probable that the application of excessive force or operational factors during the procedure could lead to deformation such as sheath kinking and heat shrink buckling. A review of the device history record (DHR) indicated that the device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the events of "pull wire break", "basket failure to open", "basket failure to close", sheath bent/kinked" and "system damaged (black heat shrink buckled)" were defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since it occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that a gemini was used during a ureteroscopy with laser lithotripsy procedure. Prior to procedure, it was found that the device failed to open or close after opening out of the box. It appears that the wire at the right handle of the device was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported that a gemini was used during a ureteroscopy with laser lithotripsy procedure. Prior to procedure, it was found that the device failed to open or close after opening out of the box. It appears that the wire at the right handle of the device was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event.